Event description:
The customer reported that during a clinical CT angiography pt procedure, after performing the scan, when they obtained the volume rendering (vr) maximum intensity projection (mip) images form the extended brilliance workspace (ebw), there were gray and white lines in the image. The radiologist alleged that the bending artifact could be misinterpreted. The philips field clinical application specialist (cas) confirmed there was no misinterpretation, mistreatment, or harm to a pt due to this issue.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that after performing the scan, which was during a clinical CT angiography patient procedure, they obtained the volume rendering (vr) maximum intensity projection (mip) images from the system. There were gray and white lines in the image. The radiologist alleged that the banding artifact could be misinterpreted. The on-site philips field clinical application specialist (cas) confirmed there was no misinterpretation, mistreatment or harm to a patient due to this issue. The doctor reported that the vessels in the vr mip images created from the ingenuity scanner had varying white and dark lines when reviewing the mip multi planar reformat (mpr) images. The doctor indicated that protocol changes had been made but wanted to make sure the faint lines were not an issue with the system. On (B)(6) 2015, the cas contacted the philips help desk to inform them of the issue and to help answer the customer¿s question about whether or not the faint lines were an issue with the system or their change in protocol. The cas also requested that a philips field service engineer (fse) check the data for recon errors. The help desk ascertained the customer had previously initiated a workflow wherein the thin slice image (thins )data is loaded into the system and vr mips are created with a 360-degree rotation. The protocol was changed to a CT angiography and circle of willis/carotid and the pitch was decreased to 0.827. The help desk determined this change may decrease the mip image. No fse was dispatched because no corrective maintenance was needed. No service was performed and no parts were replaced. A philips clinical education specialist reviewed the customer¿s workflow and suggested that the customer increase the dose and increase the brain area dri to +8. The customer indicated that increasing the dose made the images clearer. No cause could be determined because no parts were returned and no log files were available. However, based upon the evaluation of the known information, a probable cause was that the issue occurred due to the protocol being changed to a CT angiography and circle of willis/carotid and the pitch being decreased to 0.827. The system did not malfunction. A philips clinical education specialist reviewed the customer¿s workflow and suggested that the customer increase the dose and increase the brain area dose right index (dri) to +8. The customer indicated that increasing the dose made the images clearer. CT engineering determined this issue to be acceptable risk. The following mitigations for this issue include: ¿ perform iq verification & review. ¿ daily and monthly image quality checks by operator. ¿ verification of image quality for all scanner modes, including: voltage, scan types, collimation, resolution, reconstruction filters. ¿ operator and radiologist should be qualified with CT diagnostic including typical CT image artifacts. ¿ the system shall be operated only if performance quality assurance has been satisfactory completed, and the preventive maintenance program is up to date. If any part of the equipment or system is known (or suspected) to be operating improperly or wrongly-adjusted, system shall not be used until repair is made. ¿ the CT scanner shall be operated by qualified operators only.

Event description:
The customer reported that during a clinical CT angiography patient procedure, after performing the scan, when they obtained the volume rendering (vr) maximum intensity projection (mip) images from the extended brilliance workspace (ebw), there were gray and white lines in the image. The radiologist alleged that the banding artifact could be misinterpreted. The philips field clinical application specialist (cas) confirmed there was no misinterpretation, mistreatment, or harm to a patient due to this issue.